Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported her blood glucose measured 400 mg/dl the morning of (B)(6) 2011. She bolused through the infusion device, but was not successful in lowering her blood glucose. On (B)(6) 2011, her blood glucose was also very high (value not provided). She bolused through the infusion device. On (B)(6) 2011, she removed the insulin cartridge and found the plunger was separated from the cartridge and insulin leaked. She dried the cartridge compartment of the infusion device and inserted a new insulin cartridge. She bolused through the infusion device, but was not able to lower her blood glucose. Her normal blood glucose level is 100-110 mg/dl.